Event description:
Customer states that bed leaking beads, examined bed and found a 3 inch section of the snap cap had come loose from the bed, replaced the sheet and reattached the snap cap, bed working fine. According to the materials mgr, the patient had his eyes flushed out due to microspheres being in them. There was also respiratory treatments given due to possible ingestion/inhalation of the microspheres.